Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation (orif) procedure using a variable angle (va) hand system due to a fourth metacarpal bone fracture on (B)(6) 2018. During the surgery, the tip of the stardrive screwdriver shaft was slightly broken when the surgeon tightened the screw. The surgeon recognized the event was not due to the driver shaft. There was no surgical delay reported. The procedure was completed with no adverse consequence to the patient. Concomitant device reported: unknown screw (part unknown, lot unknown, quantity unknown) this report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Manufacturing location: supplier- universal punch / monument, manufacturing date: 15-sep-2016 , part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc , lot number: h082496 (non-sterile) lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. One piece was scrapped in cell at op #40, laser mark, for poor etch quality. Four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev d met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev aa was reviewed and determined to be conforming. Certificate of compliance received from universal punch for op #10 (vendor machine) dated 10-jun-2016 was reviewed and determined to be conforming. Inspection certificate supplied to universal punch from zapp (for raw material) dated 04-sep-2014 was reviewed and determined to be conforming. Certificate of analysis supplied by ionbond for op #60 (tin coat) dated 31-aug-2016 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 12-sep-2016 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Flow: broken . Visual inspection: the stardrive screwdriver (part # 03.130.010, lot # h082496, mfg # 15-sep-2016) was received at us cq with distal tip of the screwdriver broken. This is consistent with the reported complaint condition, thus confirming the complaint. The tip of the screwdriver was also twisted. Dimensional inspection: dimensional analysis was completed, the overall length measured 49.64 mm this is within specification of 50 mm ± 0.5, based on drawing. Dimensional analysis was not performed on the stardrive as relevant features are significantly deformed due to post-manufacturing damage. Document/specification review: the following drawing(s) was reviewed; stardrive screwdriver shaft t4, self-retaining hex coupling: inspection certificate supplied to universal punch from zapp (for raw material) dated 04-sep-2014 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the stardrive screwdriver (part # 03.130.010, lot # h082496) was received with distal tip of the screwdriver broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.